Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and rectocele and mesh was implanted along with the concurrent procedures of rectocele repair and cystourethroscopy. It was reported that following insertion of the mesh the patient experienced pinching and hematuria. It was reported that the patient underwent mesh removal on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02253. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic orgam prolapse on (B)(6) 2010 and pelvic floor repair mesh was implanted. The patient had a surgery on (B)(6) 2011 and a boston scientific xenform was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.